Manufacturer narrative:
B3: date estimated. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. A definitive cause for the reported clip open-locked resulted in expulsion could not be determined. The reported patient effect of embolism and foreign body in patient related to the clip detachment (expulsion). Embolism and foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. As this is a general comment, it is unknown if a clip was left in the patient or discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked, complete clip detachment and foreign body in patient. It was reported through a general comment referring to the xtr clip delivery system (cds) that there has been unwanted partial clip opening after the clip was released. The partial clip opening can result in a complete clip detachment (ccd), which would result in embolization. Surgical intervention would need to be performed to remove the clip from the anatomy. No additional information was provided.